Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 937 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, high ketones, vomiting and dehydration. Patient also possibly had a sinus infection and also experiences chronic kidney disease. The patient was treated with intravenous fluids and was given x-rays and CT (computed tomography) scans for kidneys, brain and heart. The patient spent 2-3 days in the emergency room and was admitted to the hospital for an additional 2 days; she was eventually released. The pod was removed at the hospital after being worn 1-2 days. Patient was also prescribed lisinopril and "other heart medications".